Event description:
It was reported that the atraumatic grasper created a tear/hole on the stomach, and it was not being pulled on. The surgeon said that she would have needed to suture the holes, had that part of the stomach remained inside the patient. Fortunately, it was the part of the stomach that was removed from the body. The surgeon mentioned that it happened in another case a week or two ago. Cross reference MDR 9610617-2025-00241.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID (B)(4).